Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: the device was returned with the blade scratched and cracked, and with the tissue pad melted, not all present, and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. During functional testing on a gen11, an alert screen was displayed. Then the blade broke off during the analysis. When the device was disassembled to inspect the internal components, no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t92461. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported the teflon was separated from the device and was completely missing. The teflon was easily removed without intervention. The device was changed and the procedure was successfully completed. The surgery was delayed by 15 minutes and there was no patient consequence.